Event description:
It was reported, the video system center image was lost when moving and sometimes it does not recognize it when moving. The issue occurred during an unknown specificed procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was reproduced due to damaged slot socket. However, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.